Event description:
The customer reported that, during reprocessing, there was an image issue and an error message was displayed on the subject device. The error code was not captured by the customer. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was, intermittently, no image and error code e224 (camera head communication error) occurred. This report is being submitted for the malfunction found during evaluation (intermittent image). There was no patient involvement as this occurred during reprocessing.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was, intermittently, no image and error code e224 (camera head communication error) occurred and the cable was faulty. A review of the device history record found no deviations that could have caused or contributed to the image function not functioning normally or the error message. The device was shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is possible that the image function was not functioning normally due to a malfunction of the cable, and that the phenomenon indicated (error message) occurred. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, the rear cover label was faded. Per the legal manufacturer, the other device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.